Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient's leads had migrated due to patient having severe scoliosis and multiple falls. Surgical intervention on (B)(6) 2026 wherein the leads were repositioned to address the issue. Therapy was restored post-op.